Event description:
Customer states that needle could not be extracted from the introducer. On first pass the radiologist attempted to pull the needle from the introducer and was unsuccessful. A soft tissue mass biopsy was being performed.